Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021 till (B)(6) 2021. The customer's blood glucose level at the time of incident was 600+ mg/dl. Customer's current blood glucose value is 459 mg/dl. Customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reporting high blood glucose event. Customer also reported high blood glucose symptoms of feeling sick, tiredness, weak at the time of hospitalization. Customer was treated with intravenous insulin drip. The insulin pump will not be returned for analysis.